Manufacturer narrative:
Received unit with unresponsive buttons due to an unlocked connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. Cracked case at display window corners, minor scratched lcd window and cracked belt clip slot noted. Unit had cracked case, cracked end cap and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had cracks around the display, scratched and worn display. Customer's blood glucose level was unknown.